Event description:
Dealer states: client caster tire are worn beyond repair. Client caster bearing are destroyed from drive tire damage. The caster vibrate doing operation. Power chair will veer off course doing operation. That is a safety concern. New caster is needed. (B)(4).